Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was having issue during prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected prime/fill anomaly noted during testing. Unit successfully downloaded to thus. No alarms noted on event date during prime/filling in alarm history screen. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor slide. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, battery tube threads - cracked and cracked case (battery tube). Pump passed function testing. No prime/fill anomalies noted during testing or listed in pump alarm history, however, moisture damage was found dried insulin found on motor side. No location specified for cosmetic damage. Cosmetic damage confirmed, listed above. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.